Event description:
Per the info provided to co by the physician's office, the device was removed due to "erosion of cylinder into the urethra". As reported, a pump/cylinder set and assembly kit were employed in the revision surgery however, it is not known which component(s) were actually revised.